Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. The device history files from (B)(6) 2025 were analyzed. A space line was selected and the infusion started with a rate of 150ml/h and a volume of 150ml at 21:18pm. At 22:15pm the pre-alarm "vtbi near end" occurred and three minutes alter the infusion was stopped. At this time a volume of 147,87ml was infused. No other abnormalities were found. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal could be found in an undamaged being. The device was in a clean state and no visible damages were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,24 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No damages or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "IV anakinra was started as planned at 21:00. After an hour, it was noticed that the medication had not fully infused. It was confirmed with a colleague who had prepared the medication that the volume was correct. The infusion was continued. A moment later, it was checked again, and the medication was still not fully administered. The infusion pump was also changed in case it was causing the issue. Eventually, it was concluded that there might be a problem with the infusion tubing. The infusion was stopped after approximately 3 hours, as it was no longer considered safe to continue. The remaining medication was drawn into a syringe: approx. 50 ml + about 23 ml in the tubing = 73 ml. So, about half of the medication was administered. The on-call pediatrician was called. It was decided to stop the infusion and reassess the situation in the morning. The infusion tubing with the medication was left on the medicine room table. The matter was also discussed and reflected upon with the ward's head nurse."